Event description:
While attempting to place an IV, it was discovered that two catheters from this lot were defective. There appears to be a knot in the plastic catheter so that when it is inserted into the skin, the catheter crinkles up instead of sliding under the skin.